Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg incision site dehisced; no infection was present. As a result, the scs system was explanted.